Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 25-jul-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced musculoskeletal pain ("intense muscle and joint pain") and adverse reaction ("numerous side effects"). In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, musculoskeletal pain and adverse reaction outcome was unknown. The reporter considered adverse reaction, medical device removal and musculoskeletal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 682 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.